Event description:
Event description guidant received information that this atrial lead had an impedance measurement out of range therefore it had tripped the device's lead safety switch feature. The field representative contacted technical services asking how to reprogram the lead back to bipolar configuration.